Event description:
Reporter indicated that device diagnostic testing at office visit on 3/2003 resulted in high lead impedance reading (dc-dc code 7, and limit), indicating possible device malfunction. It was reported that the pt has had an increase in seizure activity recently, and has not felt stimulation in the past couple of days prior to the office visit. Reporter stated that pt has been having massages lately. It was reported that pt underwent revision surgery, and that the leads has become disconnected from the generator. The surgeon reconnected the leads and subsequent device diagnostic testing was within normal limits. It is believed that the lead may not have been properly connected to the generator during the initial implant surgery.